Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed a cracked screen and became unresponsive, and a replacement unit was shipped with instructions for shutdown, data sync to the mobile app, and return of the damaged device. Symptoms included no reported adverse clinical effects. Outcomes included continued cgm use via the dexcom app or receiver. Investigation included remote troubleshooting and logistical coordination for replacement and retrieval of the damaged unit and inspection of the returned device. Investigation of this device revealed a damaged display component with resultant device unresponsiveness consistent with a screen failure, with no evidence of user injury. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the display assembly leading to loss of device function.